Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia (s3ur) valve in the native aortic annulus. A few days after the tavr procedure, the fcs was notified that the patient's pre-existing mechanical mitral valve had a leaflet that was stuck closed and the patient would likely require an intervention. In discussions with the surgeon, valve clinic coordinator (vcc), and cardiologist, it was indicated that the patient was intermittently non-compliant with anticoagulation medication. As a result, there was a buildup of tissue/pannus/clot around the mechanical mitral valve. This buildup appeared to have caused a mechanical mitral valve leaflet to be pinned shut, resulting in mitral stenosis. Per the report, during deployment of the 26 mm s3ur valve in the native aortic annulus, the 26 mm commander delivery system balloon appeared to have interacted with some of the tissue/pannus/clot buildup, causing it to shift onto the mechanical mitral valve. At the time of the report, the patient was still hospitalized. There were no issues with the edwards devices. No additional information was provided.